Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia with a blood glucose level of 450 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer was stated that lip ring was missing and the reservoir was able to lock in place when inserted in the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer.